Event description:
It was reported that there was a perforation and the patient suffered a stroke. No other information is available.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that there was a perforation and the patient suffered a stroke. No other information is available.

Manufacturer narrative:
The subject device is not available for analysis; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vessel perforation and stroke are known risks associated with endovascular procedures and are noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.